Event description:
During troubleshooting for a caution negative ultrafiltration (uf) alarm the drain volume increased to 4633ml, fill volume 2000ml. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. This drain volume meets the overfill criteria.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The issue of increased intra-peritoneal volume (iipv) was confirmed during review of the event history log review. No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty of iipv. The cause was determined to be false empty detect and use error, inappropriate bypass of the caution: negative ultrafiltrate alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device was determined to meet specifications for the reported difficulty of iipv. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.